Event description:
A reliant balloon was intended to be used during an unknown endovascular procedure. It was reported that before insertion into the body, during balloon air removal, the shaft bent when diluted contrast medium was injected. When the contrast medium was withdrawn, the shaft straightened. It was confirmed that there was no damage to the device packaging. The device was inspected and prepared according to the instructions for use (IFU). The device was not used, and a reliant balloon from the same lot was utilized instead. Per the physician the cause of the event was due to a product defect. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Image analysis five still images were received for analysis. Image depicts a reliant balloon held in a gloved hand. No guidewire or mandrel is loaded. Inflation of the balloon can be observed, with a bend evident to the delivery system tubing under the balloon sleeve when the balloon is fully inflated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.